Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced a performance decrement with device use. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(4) 2015.

Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2016. It is unknown if re-implantation has taken place at the time of this report, (B)(4) 2016. Device not received by manufacturer.

Manufacturer narrative:
There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report, (B)(4) 2016.